Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer changed the infusion set repeatedly. Customer's blood glucose level was 422 mg/dl. The no delivery alarm was resolved by changing the complete set. The customer was feeling tired and heavy. The customer treated her high blood glucose level through the bolus wizard using the insulin pump. Six years ago, before she was wearing the insulin pump, she was in urgent care due to high blood glucose levels that caused diabetic ketoacidosis. The device was not returned.